Event description:
Problem with polypropylene mesh extruding into vagina after hysterectomy and surgery for pelvic organ prolapse. Procedure 1 - in office removal of mesh MRI, urinalysis. Procedure 2 - having major surgery to remove mesh (B)(6) 2011.